Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that "on (B)(6) 2023, during the first cycle of chemotherapy for the patient, the catheter retainer was opened during the maintenance of the PICC catheter for the patient. However, it was found that the fastener was not properly connected and was not used, so the catheter retainer was replaced."